Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, and technical support planned to follow up.